Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump delivered its indicated amounts properly. The insulin pump functioned properly. However, the insulin pump was received with cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of low blood glucose readings and hospitalization. The customer's blood glucose reading was 41 mg/dl. The customer treated with orange juice. After the customer's blood glucose went back up, the paramedics gave her a glucagon shot. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer stated that there might be a possible over delivery as it is her second low reading in a week. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.